Event description:
It was reported that during an implant procedure, when the physician attempted to slit the catheter, it broke just past the hub in a plane perpendicular to the direction of the slit. The physician tried to continue the cut with scissors; however, the physician then elected to remove the catheter and re-deliver the lead without an inner catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the catheter was returned and analyzed; analysis revealed a mechanical issue with the shaft which was kinked/buckled. Visual analysis noted damage at implant. (B)(4).